Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) medical care north america. It was reported that the patient was admitted to the hospital for dialysis related issues and had the pd catheter removed. It was confirmed the patient was admitted for drain issues and found to have a pd catheter floating out of position. The catheter revision was completed, and the catheter was sutured into place. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).